Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction alarm was verified. The alleged unresponsive wake button could not be verified.

Manufacturer narrative:
Per tandem's t:slim user guide: ¿your t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was in the pool. Additionally, it was reported that the button wake button became unresponsive. There was no reported impact to the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.